Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Customer changed cartridge and infusion set and resumed insulin to address the issue. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.